Event description:
It was reported that a user experienced an elevated blood glucose while using the ilet system with an inset 6 mm, 23 inch infusion set, and the user performed a supply change after uncertainty about whether the cannula was bent; glucose returned to range afterward. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after set change. Investigation included customer troubleshooting and education, as well as review of device alerts. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with a possible infusion set or cannula issue not confirmed due to lack of inspection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.